Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information provided in the initial report in section b5 and in section h6 under health effect - clinical code and health effect - impact code were incorrect. The correct information was provided in section b5 and h6 with this report.

Event description:
Corrected summary: medtronic received information that the customer experienced hyperglycemia. Customer's blood glucose was 302 mg/dl and was treated with manual injections. Customer was tired and grumpy due to high blood glucose. It was also reported that the insulin pump was not delivering enough insulin and had unusual sound while rewinding. Customer was alleging insulin pump under delivering as they noticed that their numbers were not improving even with bolus and basal. Customer stated that the insulin pump rattle when shaken. Troubleshooting was performed for high blood glucose, priming process and cosmetic damage on the insulin pump. Customer had been using the insulin pump system within 48 hours of reported high blood glucose event. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Event description:
Medtronic received information that possible under delivery anomaly, rewind anomaly, damage (physical or cosmetic) occurred. There was an allegation of hyperglycemia as a result of this event.

Manufacturer narrative:
(B)(4). S/w = 4.11c. Retainer ring = black. Customer returned pump for alleged rattling noise when shaken and loose piston found on (B)(6) 2022. The pump passed the displacement test and p-cap locks properly into the reservoir compartment. Pump passed displacement test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No rattling noise during testing. Pump was cut open and no loose components inside the pump during the visual inspection. The motor was tested outside of the device on the ngp stb3 and passed. The following were noted during visual inspection: pillowing keypad overlay. Rattling noise, cosmetic damage, and loose motor slide(piston) was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.